Manufacturer narrative:
(B)(4). Investigation - evaluation. No product was returned to assist in the investigation; however, a review of the complaint history, device history record, documentation, instructions for use, manufacturing instructions and quality control was conducted. The product is inspected 100% for wall thickness and visual defects. An inspection is also performed for balloon rated burst pressure and to ensure the balloon does not burst radially. A search of the affected lot number (4569004) showed no other complaints of any nature associated with this lot number. The device is shipped with an instructions for use that describes the intended use, specific items are addressed such as: adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures. If balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The label states the rated burst pressure is 12atm/bar. It also identifies it is compatible with the 5fr sheath and 0.018¿ guide wire mentioned in the complaint form. Per the information provided with the complaint, the balloon was being used to perform angioplasty in a calcified vessel. After the balloon ruptured an attempt was made to remove through a 5fr sheath. Highly calcified areas are thought to contribute to balloon ruptures and are more likely to contribute to circumferential ruptures. In the absence of external restraints, the balloon is designed to burst linearly. When sufficiently constricted by lesions/calcifications or other torturous anatomy, the tear may go circumferential. After rupture, balloon rewrap becomes difficult, making it more likely to separate during removal, especially in the case of a circumferential burst, and especially when removed through a sheath. Per the IFU, if the balloon ruptures the balloon catheter and sheath should be removed as a unit. Although these factors are highly likely to have contributed to the rupture and separation, the exact root cause cannot be determined. We have notified appropriate personnel and will continue to monitor for similar complaints.

Event description:
During a contralateral approach eia/cfa angioplasty procedure on the (B)(6) year old female patient, the balloon was advanced to the lesion and inflated 8-10 atm when it ruptured circumferentially. The balloon separated from the catheter in two pieces. One was successfully snared and removed, the second caused occlusion of the profunda artery and was not retrievable. The piece of balloon left in the patient was stented over and remains in the patient, as it was not suitable for surgical removal. Additional information provided 04jan2016 stated that the initial sheath was a 4fr tip and this was then upsized to a 5fr tip for the angioplasty itself. No other sheath was utilized during the angioplasty procedure. When the balloon ruptured it was removed through the sheath. The doctor is unsure exactly when the separation of the balloon pieces occurred. The patient did not require additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During angioplasty, the balloon was advanced to the lesion and inflated 8-10 atm when it ruptured circumferentially. The balloon separated from the catheter in two pieces, one was successfully snared and removed, the second caused occlusion of the profunda artery and was not retrievable. The piece of balloon left in the patient was stented over and remains in the patient, as it was not suitable for surgical removal. The patient did not require additional procedures nor experience any adverse effects due to this occurrence.